Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system does not perform prime and presented with ultrasound failure. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided indicated the event occurred when the system was turned on. There was no surgery or patient involvement.